Manufacturer narrative:
The manufacturer previously reported information alleging 43 families have begun a collective lawsuit regarding users of philips respironics e30 in abc centro médico, médica sur, and hospital san javier guadalajara in mexico. The reported event(s) makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death, as well as information in regards to devices. Follow up: the device associated with this complaint was not returned for evaluation and the reported issue(s) could not be confirmed. Although the complaint could not be substantiated, quality assurance has concluded that if the product were defective, it would not impact the established risk assessment for the product. Based upon a complete review of the complaint record, it is concluded that no further investigation into the alleged complaint issue(s) is appropriate at this time. Complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer received information alleging 43 families have begun a collective lawsuit regarding users of philips respironics e30 in (B)(6) in (B)(6). The reported event(s) makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death, as well as information in regard to devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.